Manufacturer narrative:
The problem may could be traced to component failure. We are unaware about operator injury. We are waiting for more information

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem could be traced to hydraulic system failure but the compliant has been solved and closed by the distributor without providing information to the manufacturer. We are unaware about operator injury.